Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 169 mg/dl. The customer was assisted with troubleshooting. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm or alert. Customer states they were stuck in rewind complete or bolus delivery loop. Customer states they received second series of beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.